Manufacturer narrative:
Device analysis report attached. This report is submitted on september 08, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are plans to reimplant the patient with another cochlear device however, this has not taken place as of the date of this report. This report is submitted on june 26, 2023.

Manufacturer narrative:
This report is submitted on may 26, 2023.

Event description:
Per the clinic, the patient experienced infection (abscess) at the implant site, exposing the electrode. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient also underwent a revision surgery under general anesthesia on (B)(6) 2023 to clean the infected site and to reposition the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown, exposing the electrode. The patient underwent surgical procedure for tissue debridement, antibiotic irrigation and complex wound closure (specific date not reported). Correction: the previous dar submitted on september 08, 2023 was erroneously submitted.